Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited low bipolar impedance, increased capture thresholds and noise. It appeared that the insulation was damaged. This occurred during a device change out. The atrial polarity was changed to unipolar and the lead will be monitored.